Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was auto reducing after recent falls, and both leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.